Event description:
A surgeon reported a patient was "bothered" by her vision despite a visual acuity of 10/10 (20/20). Upon examination, the surgeon observed what he described as several orange spots in the lens material. Initial implant surgery was performed in 2004. Several attempts to obtain further details were unsuccessful. In 2006, the surgeon provided an update by phone stating the patient's "discomfort" was caused by a secondary cataract (yag performed five mos earlier), and light reflection from the iol. Following the yag, the patient continues to be bothered by the reflection. Visual acuity remains 10/10 (20/20). No further intervention is planned.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.